Event description:
It was reported per field service report: pump on pt. Symptom - intermittently loses ECG (skin) signal and stops pumping. Has happened on both acat1+ and both ambulances on ground transportation the last four times used. No pt injury as arterial pressure trigger was used. Findings/actions taken: was able to reproduce. Acat1+ functions correctly on hospital power and dc (battery power). When plugged into inverter works only intermittently, loses ECG when additional loads added. Problem appears to be incoming ac power from inverter. No problems when the high level ECG (monitor ) is slaved in. Reference MDR #1219856-2010-00271, MDR #1219856-2010-00274, and MDR #1219856-2010-00275 for the same related intra-aortic balloon pump issue.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.